Manufacturer narrative:
An investigation of the complaint started with a review of the manufacturing process flow for the product. The retain samples were checked to determine if there was any confusion of specification of specifications, but none was found. After checking the productions records, it was determined that syringes of two specifications were packed within an adjacent time period. Since both the 30ml and 20ml products are assembled with similar components before packaging, there was confusion caused in line clearance during the assembly process. From the above investigation, the root cause is determined to be a line clearance error during the assembly process. As a corrective action, the factory will stagger the production time when arranging orders and clear the product site during the production process. Personnel has been retained in proper line clearance techniques, management during the production process and management during the assembly process. We will continue to enforce our quality control systems and manufacture products that satisfy the customers requirements. (B)(4).

Event description:
The following is a legacy complaint ((B)(4)) that was investigated and closed in 2020 but is being re-opened in qualio because the incident should have originally been a reportable event. Reference CAPA-34 for explanation. - the customer ordered product 26290 for 30ml syringe; - on (B)(6) 2020, the customer found that an 20ml syringe was erroneously packaged in the product 26290 blister. Photos were provided.